Event description:
Physician reported pt experienced an event of "dysphagia". A lap-band ap system adjustment took place to treat the event. It was resolved without sequelae. Physician also reported abdominal pain with no treatment, gastritis and "chest pain" treated with medication. Physician clarified "chest pain" as "noncardiac chest pain". Health professional reported esophageal dilatation. A lap-band ap system adjustment took place to treat the event. Health professional reported planned removal due to "weight gain" and "intolerance". Upper gi showed an "esophageal dilatation". Removal surgery occurred.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The device analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. The analysis also noted a sharp breakage at the taper tubing junction, etiology unk. In addition, small cracks were observed at the taper tubing junction. The device analysis also noted a smooth thinner surface near the opening in the taper tubing junction consistent with wear and tear. Furthermore, the analysis showed discoloration of the device and signs of erosion in form of discoloration, and acid degradation on the shell/ring of the band. Weigh regain, intolerance, dysphagia, esophageal dilatation, gastritis, and chest pain are surgical/physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events.